Event description:
It was reported that during the implant attempt, the lead could not be placed at the heart due to patient anatomy. The ring of the lead could not make acute turn. The lead was removed and replaced by a new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the distal conductor (not obstructed).